Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a partially dissolved capsule in the digestive system. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the pillcam patency capsule was retained. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with suspected complicated celiac disease underwent a patency capsule procedure on 31 january, after which the capsule failed to dissolve and was not detected on a subsequent CT scan, indicating retention at a small-bowel stricture and further obstruction of passage. The patient declined additional capsule investigations and elected to proceed with an antegrade enteroscopy, which was performed on 25 february, during which the retained patency capsule was visualized by the endoscopist and successfully retrieved from the small bowel. The patient remained stable throughout the event, experienced no symptoms related to the capsule retention, had no relevant comorbidities, and did not require hospitalization or additional interventions.